Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of an intraocular lens, model zcb00, one of the haptics broke. The lens was removed from the eye and a new lens was placed. A capsular tension ring (no manufacturing info) was used. The incision was enlarged but no sutures were used. The lens was discarded. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.